Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. (B)(4). Results of investigation: the front panel assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and fluid ingress spots were noticed on the touchscreen. When installed on a known good unit, the touchscreen was completely unresponsive and could not be calibrated. The root cause of the reported issue was determined to be fluid ingress into the touchscreen.

Event description:
The customer reported that the front panel touchscreen was blank. At this time, it is unknown whether there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. (B)(4). Results of investigation: the ventilator unit was returned to carefusion's factory service. The front panel assembly, muffler assembly, base assembly, and exhalation valve assembly were sent to carefusion's failure analysis laboratory for further investigation. An investigation was performed on the front panel assembly and the cracked display was confirmed. An investigation was performed on the muffler assembly and the muffler endcap was found to be cracked. There was a burn spot as well. An investigation was performed on the base assembly and they found a broken screw lodged in the bottom of the base assembly due to over torquing of the screw on the stand. An investigation was performed on the exhalation valve assembly and the valve body was found to be contaminated with debris.

Event description:
The customer reported that the ventilator was dropped and that the screen was cracked. The customer wanted to send in the unit for repair and testing. There was no indication of patient involvement.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. (B)(4). Results of investigation: the power supply was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The power supply was used in test fixture and was able to charge the battery to full without any issues or faults.

Event description:
The customer reported that the unit displayed that the battery had no charge/was low even though the unit had been connected to a known good ac outlet for more than 24 hours. At this time, it is unknown whether there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. Device code: 1183. Device evaluation: h10. Results of investigation: the user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue to be corrupted software.

Event description:
The customer reported that when the screen was on, they only got a blank white screen. At this time, it is unknown whether there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. (B)(4). Results of investigation: the power supply assembly was returned to carefusion¿s factory service. The reported issue was confirmed and the cause of the issue was found to be that the battery charger was not reset. In addition, they found that the power supply bracket had a broken screw. The power supply was then sent to carefusion¿s failure analysis laboratory. An investigation was performed and they confirmed the broken screw.

Event description:
The customer reported that the battery in the unit was not charging. At this time, it was unknown whether there was patient involvement. There was no report of any patient consequence associated with the event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Results of investigation: the gas delivery engine (gde) was returned to carefusion¿s factory service. They duplicated the reported issue and found the transducer communication alarm (tca) printed circuit board assembly (pcba) to be at fault. The tca pcba was then sent carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue to be a defective expiratory pressure transducer.

Event description:
The customer reported that there was no flow coming from the gas delivery engine (gde) and it would not calibrate. The issue was found during the circuit set-up/extended system test. There was no patient involvement at the time of the issue.

Manufacturer narrative:
This MDR is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr.

Event description:
Submission related to asr e2016002, following a two year retrospective review of palm springs complaints. Please see h10 for further details.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to device code: 1663. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Patient code: 2199. Device evaluation: h10. Results of investigation: the gas delivery engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated.

Event description:
The customer reported that during patient use, the unit displayed vent inop and was not ventilating. The ventilator was on adult mode with a prvc/ac rate of 20, tidal volume (vt) of 500 ml, it time of 1, peep of 10, and fio2 at 70%. A continuous audible alarm was present during the issue. The patient was placed on another ventilator. There was no harm to the patient. A second interruption of ventilation occurred after the unit was cycled and it passed the extended system test (est) but the error log noted ¿pneumatic ftc¿ and multiple ¿ifs/auto zero errors¿.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 2645. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1183 . Device evaluation: h10. Results of investigation: the user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed on the control board and the reported issue was duplicated. The investigation found that the voltage direct current (vdc) regulator had failed.

Event description:
The customer reported that during preventative maintenance (pm), the touchscreen display was dark when the unit was cycled on. There was no patient involvement at the time of the issue.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4) correction: f10 should be moved to h10 and changed to patient code: 2645 and device code: 2913. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, g3, g4, g5, h1, h2, h3, h6, h10. Device evaluation: h10. Results of investigation: the power supply was returned to carefusion¿s failure analysis laboratory. An investigation was performed and while the reported issue could not be duplicated, they found that the power supply had a faulty resistor. The turbine assembly with main wire harness was returned to carefusion¿s failure analysis laboratory. An investigation was performed and while the reported issue could not be duplicated, they found a damaged, burnt pin and a burnt connector. The pin had been pushed down and bent and was thought to have occurred due to improper installation. Loss of connection due to the burned pin could have caused the turbine to be unable to spin to the appropriate revolutions per minute in order to deliver the demanded volume.

Event description:
The customer reported low volumes. They checked the vte and delivered volumes. There was no patient involvement at the time of the issue. The unit was being tested prior to use.

Event description:
The customer reported that the ventilator was alarming ¿loss of gas¿. In addition, the air inlet transducer was not reading the inlet pressure. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to device code: 2913. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Patient code: 3190. Device evaluation: d10, h3, h6, h10. Results of investigation: the gde (gas delivery engine) assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the cause of the reported issue was isolated to a defective transducer on the air inlet pcb (printed circuit board).

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device code: 1183. Device evaluation: d10, h3, h6, h10. Results of investigation: the uim (user interface module) was returned to carefusion¿s factory service. They were able to duplicate the reported issue. In addition, they found that the metal plate of the control pcba was over tightened causing the screw to break apart. The control pcba was sent to carefusion¿s failure analysis laboratory. An investigation was performed and while the reported issue could not be duplicated, upon inspection, they found a missing capacitor. When the control pcba was installed onto test station, the screen was black. The control board failed verification.

Event description:
The customer reported that the touchscreen was defective. Touching one area of the touchscreen would activate another. At this time, it is unknown if there was any patient involvement. There was no report of any patient consequence associated with this event.

Event description:
The customer reported that the user interface module (uim) was intermittently unresponsive. At this time, it is unknown whether there was patient involvement. There has been no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim was returned to carefusion¿s failure analysis laboratory; however, at this time, an investigation could not be performed and no root cause could be determined. The uim received was noted to be obsolete.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Device evaluation: results of investigation: the power supply was returned to carefusion¿s failure analysis laboratory. An investigation was performed and while the reported issue could not be duplicated, they found that the power supply had a faulty resistor. The turbine assembly with main wire harness was returned to carefusion¿s failure analysis laboratory. An investigation was performed and while the reported issue could not be duplicated, they found a damaged, burnt pin and a burnt connector. The pin had been pushed down and bent and was thought to have occurred due to improper installation. Loss of connection due to the burned pin could have caused the turbine to be unable to spin to the appropriate revolutions per minute in order to deliver the demanded volume.

Event description:
The customer reported low volumes. They checked the vte and delivered volumes. There was no patient involvement at the time of the issue. The unit was being tested prior to use.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Patient code: 2645. Device code: 1663. Device evaluation: h10. Results of investigation: the main pcba was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The issue was isolated to a faulty xdcr.

Event description:
The customer reported that the ventilator was giving the vent inop, motor fault, low pip, low ve, transducer (xdcr) fault, and high rate alarms continuously. There was no patient involvement at the time of the issue. The issue occurred while using a test lung. They were checking the patient circuit and test lung connection when the ventilator gave off the alarms. Steps taken to resolve the issue included cleaning the exhalation valve body, diaphragm, and flow sensor and connecting them properly but the issue continued. They performed xdcr tests and the turbine differential xdcr failed the test. When they crosschecked the main control board with a working one and observed the ventilator for a few hours, the device was working satisfactorily. They needed to replace the main printed circuit board assembly (pcba).

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 2645. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1675. Device evaluation: h10. Results of investigation: the o2 blender unit and flow sensor were returned to carefusion¿s failure analysis laboratory. An investigation was performed on the o2 blender unit and the reported issue was duplicated. The blender could not pass the accuracy tests. No calibration was possible. An investigation was performed on the flow sensor; however, the reported issue could not be duplicated.

Event description:
The customer reported that the unit was failing the blender accuracy test. They had balanced the blender regulators to correct the issue but the unit was still delivering out of specification. There was no patient involvement at the time of the issue.

Event description:
The customer reported that the blender on the unit was delivering out of specification by greater than 5%. At this time, it is unknown whether there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Patient code: 3190. Device code: 2913. Device evaluation: h10. Results of investigation: the gde (gas delivery engine) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. No calibration was possible.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Patient code: 3190. Device code: 1663. Device evaluation: h10. Results of investigation: the uim was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated.

Event description:
The customer reported that the error log displayed the following codes repeatedly: ifs (inspiratory flow sensor) a/d ref. Fault, hssc comm. Fault, pneumatic mod. Fault, and a over current fault. At this time, it is unknown whether there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. H6 result evaluation code was changed from 120 to 114. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the pcba (printed circuit board assembly) control board from the uim (user interface module) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue to be corrupted software.

Event description:
The customer reported that the touchscreen was blank when the ventilator was turned on. All the other leds were lit. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Patient code: 3190. Device code: 2591 and 2913. Device evaluation: h10. Results of investigation: the compressor assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the issue was isolated to the compressor pcba (printed circuit board assembly). In addition, the compressor was found to not be operating within specifications due to rust found in the bearing inside the orbiting scroll.

Event description:
The customer reported that when the ventilator unit was connected to the air pipeline, the unit worked properly. However, when they disconnected the unit from the air pipeline and tried to operate it from the scroll pump, the unit would not operate and displayed the "loss of air" alarm message. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Event description:
The customer reported that the ventilator was alarming vent inop (inoperable) and motor fault. When they replaced the turbine with a known functioning turbine, the issue was corrected. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to device code: 1663. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Patient code: 3190. Device evaluation: h10. Results of investigation: the turbine assembly without the turbine interface pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The turbine interface pcba was later returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the issue was isolated to corrupt data on the eeprom.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim (user interface module) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the issue was isolated to possible component failure of the flash memory slave.

Event description:
The customer reported that the touchscreen display was unresponsive to touch commands. At this time, it is unknown if there was any patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 2645. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim¿s pcba (printed circuit board assembly) control board was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue to be corrupted software.

Event description:
The customer reported that when the est (extended system test) was performed, the ventilator passed the leak test but not the fio2 calibration of the oxygen cell. They turned off the ventilator and checked the connections but found nothing out of the ordinary. When they tried to start the ventilator up again, the screen would not come up. The external lights would flash but no screen was showing. There was no patient involvement at the time of the issue. The issue occurred during testing. It was reported that a fsr (carefusion field service representative) replaced the uim (user interface module) and returned the device working according to service specifications.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4) correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim (user interface module) was returned to carefusion¿s factory service. They replaced the pcba (printed circuit board assembly) control board and the uim worked accordingly. The pcba control board was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The pcba control board was connected to a working uim and when the uim was powered on, it was fully functional and no anomalies were found.

Event description:
The customer reported that the screen was white and did not respond. Troubleshooting was performed and when the unit was checked, it was fully charged. They found that the uim (user interface module) stopped responding suddenly and displayed a white screen after 1:20 minutes of operation. They switched the unit on and off five times and each time gave the same result as well as when in service mode. They verified that the uim was faulty by replacing it with another uim from another unit, and it worked properly for a complete 15 minutes of testing. At this time, it is unknown whether there was patient involvement. There was no report of any patient consequence associated with this event.

Event description:
The customer reported a xdcr (transducer) fault. When troubleshooting was performed, they reproduced the reported issue and when they replaced the main pcba (printed circuit board assembly) and tested the pcba, the xdcr fault was resolved. Then a vent inop and eeprom error appeared during boot-up with the uvt (user verification test) mode. When the turbine was replaced, both errors were resolved but then the ventilator would not turn on. The power supply needed to be replaced as well. At this time, it is unknown whether there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. See carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1663. Device evaluation: h10. Results of investigation: the main pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause was isolated to a faulty xdcr (transducer). The turbine assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated immediately. The root cause was determined to be turbine interface board corruption. The power supply was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the power supply operated within specification and the issue of the unit not turning on was not duplicated.

Manufacturer narrative:
Correction: b1 was changed to adverse event. B4 was changed to 02/03/2014. D10 returned to manufacturing date was changed to 05/08/2014. E3 occupation was changed to other_health_care_professional. F10 should be moved to h10 and changed to patient code: 2199 . Additional information: d2, d4, d8, d10, e4, f10, g3, g4, h1, h2, h3, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim (user interface module) pcba (printed circuit board assembly) control board was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. See carefusion reference number #: (B)(4). Correction: f10 should be moved to h10. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Patient code: 3190. Device code: 1663. Device evaluation: h10. Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr found a leak in the gde (gas delivery engine). The gde was returned to carefusion¿s factory service where the gde failed the est (extended system test) and there was a low fio2 alarm with a low fio2 reading. The issues were isolated to a faulty ifs (inspiratory flow sensor) assembly and faulty oxygen blender flag. The ifs assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The oxygen blender flag was returned to carefusion¿s failure analysis laboratory. An investigation was performed and it was found that there was a loose flag hub on the motor shaft.

Event description:
The customer reported that the ventilator had a blender failure. At this time, it is unknown whether there was patient involvement. There was no report of any patient consequence associated with this event.

Event description:
The customer reported that every time that they pressed the t.v. (Tidal volume), rate, and flow options, the values on these parameters would change by themselves without moving the set knob. They can increase the settings but after they let go of the knob, the settings would go back to the original ones they started with. At this time, it is unknown if there was patient involvement. There was no indication of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim (user interface module) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and they found that the video display cable connector was cracked. An investigation was also performed on the uim pcba (printed circuit board assembly) control board and the cause of the reported issue was found to be component damage. There was damage to the socket and one of the chips was not fully seated.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 changed to patient code: 2645. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim (user interface module) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was confirmed. The unit smelled burned and the backlight inverter board appeared burnt adjacent to one of the connectors. Upon further inspection, wires from one of the connectors had burned through insulation and the conductors were exposed. The uim pcba (printed circuit board assembly) control board was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated.

Event description:
The customer reported that the unit was smoking from inside the display. There was no patient involvement at the time of the issue.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4) correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim (user interface module) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue to be a corrupted boot-loader.

Event description:
The customer reported that the screen didn¿t work normally. The leds lit up but the screen was blank. The unit did not display the data, settings, or monitored values. At this time, it is unknown whether there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4) correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim (user interface module) pcba (printed circuit board assembly) control board was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The component was found to be working properly.

Event description:
The customer reported that the touchscreen was freezing up. In addition, the monitor section icons were all enabled. The customer reported that every time that they pressed on a soft key on the membrane panel, the screen blinked. The cleaned the uim (user interface module) connectors with contact cleaner but the issue was not corrected. When they replaced the uim, the problem was corrected. At this time, it is unknown whether there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim (user interface module) control board was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The component was found to be functioning properly.

Event description:
The customer reported that the touchscreen was not responding and that it would take a while to respond. At this time, it is unknown whether there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, which is under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4) correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h5, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the front panel assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue to be fluid ingress.

Event description:
The customer reported that the touchscreen was frozen. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Event description:
The customer reported that when the unit was connected to the air pipeline, the unit worked properly. However, when it was disconnected from the pipeline, the unit operated with an abnormally loud sound and displayed the ¿loss of air¿ alarm message. The defective part was noted to be the compressor assembly. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4) additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h5, h6, h10. Patient code: 3190. Device code: 2591; 1663. Device evaluation: h10. Results of investigation: the compressor assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the cause of the issue was isolated to bad ball bearing grease leakage.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, which is under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4) correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h5, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim (user interface module) control board assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The touchscreen was functionally properly and responded to touch commands.

Event description:
The customer reported that the screen was inactive and would not respond to changes. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, which is under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. H6 conclusion code was changed to 12. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h5, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim (user interface module) control board assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the root cause of the reported issue was identified to be a corrupted boot loader.

Event description:
The customer reported a blank screen. The leds (light emitting diodes) were noted to be lit around the screen. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, which is under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 2199. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h5, h6, h10. Device code: 1675. Device evaluation: h10. Results of investigation: the oxygen sensor was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The monitored fio2 was observed to be drifting. The root cause was identified to be material fatigue.

Event description:
The customer reported that the ¿high fio2¿ alarm occurred against the 100% setting. The issue occurred during patient use. It was indicated that there was no harm to the patient. The unit was retrieved and inspected and they were able to duplicate the reported issue. When they performed the o2 calibration, they thought they had corrected the problem as it did not recur during the running test. Unfortunately, the ¿high fio2¿ alarm occurred again against the 105% setting.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, which is under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h5, h6, h10. Device code: 2913. Device evaluation: h10. Results of investigation: the ifs (inspiratory flow sensor) assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The unit auto-cycled with the flow trigger volume set below 2.0 lpm (liters per minute). The characterization of the ifs was such that more flow was detected than what was actually delivered.

Event description:
The customer reported that the ventilator was auto-cycling. At this time, it is unknown if there was any patient involvement. There was no report of any patient consequence associated with this event.

Event description:
The customer reported that the ventilator was giving the vent inop, motor fault, low ve, and ¿ckt disconnect¿ alarms continuously. Troubleshooting was performed and it was found that with the proper tubing connected, the reported issue was still occurring. The exhalation valve body, diaphragm, and flow sensor were cleaned and reconnected. The motion control printed circuit board (pcb) was crosschecked with working one but it still gave alarms. The turbine assembly was crosschecked and the ventilator was kept under observation for 2-3 hrs. It was then working satisfactorily, so a replacement turbine assembly was needed.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, which is under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h5, h6, h10. Device code: 2591, 1663. Device evaluation: h10. Results of investigation: the turbine assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the issue was found to be caused by damaged turbine blades. The turbine interface pcba (printed circuit board assembly) was later returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was identified to be corrupt data on the interface pcba eeprom.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, which is under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. H6 conclusion code was changed to 12. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h5, h6, h10. Device code: 2953. Device evaluation: h10. Results of investigation: the gde (gas delivery engine) o2 blender assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. Although it was able to pass the regulator/relay balance, the blender could not pass the accuracy tests. Calibration was not possible.

Event description:
The customer reported that the ventilator was displaying the fio2 alarm. The setting was at 40 but the display showed 44. They changed out the o2 cell and performed another test and noted that the gde (gas delivery engine) needed to be replaced. At this time, it is unknown whether there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, which is under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. H6 conclusion code was changed to 12. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h5, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim (user interface module) control pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the root cause of the reported issue was identified to be a corrupted boot loader.

Event description:
The customer reported that the uim (user interface module) screen intermittently froze up. The ventilator had just been upgraded. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4) additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1663. Device evaluation: h10. Results of investigation: the compressor assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The unit was found to be functioning normally. The gde (gas delivery engine) pcba (printed circuit board assembly) power driver board was returned to carefusion¿s failure analysis laboratory. An investigation was performed and a damaged plate and connection were found. No further testing could be performed due to board damage.

Event description:
The customer reported that ventilator was alarming vent inop (ventilator inoperable), high pmax sos, invalid gas ID, and the error log information read: ifs (inspiratory flow sensor) voltage fault. The compressor rotor locked and had low output. When the compressor was removed from the ventilator and installed on a known working one, that ventilator wasn¿t working at all. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 2645. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 2913. Device evaluation: h10. Results of investigation: the gde (gas delivery engine) transducer communication alarm assembly was returned to carefusion's failure analysis laboratory. An investigation was performed and the reported issue was duplicated. There were burned traces at several connections. No further functional testing was possible due to circuit damage. The gde power driver pcba (printed circuit board assembly) was returned carefusion's failure analysis laboratory. An investigation was performed and the component was found to be fully functional.

Event description:
The customer reported that the gde (gas delivery engine) shorted and was smoking during an oxygen sensor boot replacement. There was no patient involvement at the time of the issue since the issue occurred during component replacement.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: h6 should be changed to 12. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Patient code: 2645. Device code: 1183. Device evaluation: d10, h3, h6, h10. Results of investigation: the front panel assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the touchscreen was found to be completely unresponsive to input. There was fluid ingress into the touchscreen.

Event description:
The customer reported that the front panel assembly failed during the uvt (user verification test). There were liquid spots or visible patches of what looked fluid that have made the touchscreen inactive. There was no patient involvement at the time of the issue as the issue occurred during testing.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to device code: 3005. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Patient code: 3190. Device evaluation: d10, h3, h6, h10. Results of investigation: the gde (gas delivery engine) oxygen blender assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and they noticed that the flag was loose. A loose flag would cause the oxygen to stand at 21%.

Event description:
The customer reported that the fio2 (fraction of inspired oxygen) was stuck at 21%. When they changed the setting to 100%, it still read 21%. The customer reported that they confirmed the ventilator delivered values from the blender were at fault. The oxygen cell was good. They needed a replacement gde (gas delivery engine). At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Event description:
The customer reported that the ventilator failed to cycle and was alarming vent inop (vent inoperable) when powered on. The error log displayed: ¿bad cal fcv (flow control volume) and pnuematics module ftc).¿ the customer reported that the device passed the leak test but failed the exhalation valve characterization. There was no patient involvement at the time of the reported incident.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 2645. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device code: 1663. Device evaluation: d10, h3, h6, h10. Results of investigation: the gde (gas delivery engine) fcv (flow control valve) assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. Characterization of the fcv assembly would not complete. The fcv assembly was found to be defective.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device code: 2440. Device evaluation: d10, h3, h6, h10. Results of investigation: the uim (user interface module) control board assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. No anomalies were found.

Event description:
The customer reported that after performing pm (preventative maintenance), the uim (user interface module) barometric pressure sensor would not calibrate. The a/d counts would not change and were stuck. There was no patient involvement at the time of the issue.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 2199. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device code: 1663. Device evaluation: d10, h3, h6, h10. Results of investigation: the gde (gas delivery engine) was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The gde was working according to factory specifications.

Event description:
The customer reported that the ventilator became inoperable while on a patient. The ventilator alarmed, alerting the rt (respiratory therapist), who then placed the patient on another ventilator. There was no harm to the patient. The customer reported seeing the following messages on the error log: ¿ifs (inspiratory flow sensor) a/d fault¿, ¿ifs voltage fault¿, and ¿pnuem (pneumatic) module ftc (failed to cycle)¿.

Event description:
The customer reported that the ventilator gave the low fio2 (fraction of inspired oxygen) during patient use. There was no harm to the patient. The customer reported that they were able to reproduce the incident. They had run the ventilator for several hours at 100% when the blender suddenly changed to 21% on its own and gave the low fio2 alarm. The ventilator would remain at 21% until the power was cycled and then it would work okay for hours. When they saw the ventilator go to 21%, an external analyzer was used to confirm.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 2199 and device code: 2339. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device evaluation: d10, h3, h6, h10 results of investigation: the gde (gas delivery engine) was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated.

Event description:
The customer reported that the uim (user interface module) would stop responding to touch after it had been running for a while. The membrane switch panel would continue to work, but the entire touchscreen was inactive. The issue had occurred more than three times. The keys continued to work and the unit was still ventilating. There was no blank screen, it still displayed the data, settings, and monitored values. At this time, it is unknown whether there was any patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4) correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device code: 1183. Device evaluation: d10, h3, h6, h10. Results of investigation: the uim display assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The touchscreen was responding properly.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Patient code: 3190. Device code: 1663. Device evaluation: d10, h3, h6, h10. Results of investigation: the main pcba (printed circuit board assembly) and turbine assembly were returned to carefusion¿s failure analysis laboratory. An investigation was performed on the main pcba; however, the reported issue could not be duplicated. An investigation was performed on the turbine assembly and the reported issue was duplicated. The cause of the issue was isolated to corrupt data on the turbine interface board.

Event description:
The customer reported that the device went vent inop (vent inoperable) and had a motor fault right after it. The motor fault was found in the event log. The ventilator had had three hours of the high pip (peak inspiratory pressure) and circuit disconnects. A field service representative (fsr) evaluated the device onsite. They were unable to duplicate the reported issue. At this time, it is unknown if there was any patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #:(B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device code: 1183. Device evaluation: d10, h3, h6, h10. Results of investigation: carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the issue was isolated to improper software upgrade installation.

Event description:
The customer reported that the uim (user interface module) touchscreen intermittently went blank. At this time, it is unknown if there was any patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, d10, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h3, h6, h10. Device code: 1183. Device evaluation: h10. Results of investigation: the uim (user interface module) control pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue of an unresponsive touchscreen could not be duplicated. The uim remained blank and there was no communication when they attempted to upload software. The blank screen was isolated to a corrupted boot loader.

Event description:
The customer reported that the touchscreen display was unresponsive to touch commands. At this time, it is unknown if there was any patient involvement. There was no report of any patient consequence associated with this event.

Event description:
The customer reported the vent inop (ventilator inoperable) alarm condition. The issue was reported to have occurred during patient use but there was no patient harm.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 2199. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device code: 1663. Device evaluation: d10, h3, h6, h10. Results of investigation: the main pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. When installed onto a known working unit, the system operated as expected.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Patient code: 3190. Device code: 2913, 2890. Device evaluation: d10, h3, h6, h10. Results of investigation: the uim (user interface module) control pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was identified to be material fatigue.

Event description:
The customer reported that the unit was not holding the correct barometric pressure value and they noted the barometric pressure data error was in the error log. Troubleshooting performed onsite included re-initializing the eeprom, but it did not resolve the issue. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
Correction: d4: catalog number originally unknown and should have been left blank. D10: received date was corrected to april 9, 2015. E3: changed to other_health_care_professional. F10 should be moved to h10 and changed to patient code: 2645. H4-should have been initially left blank. Additional information: a1, d4, d5, d8, e4, g4, h1, h2, h5, h8, h10. Device evaluation: d10, h2, h3, h6, h10. Results of investigation: the fcv (flow control valve) assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The unit passed the exhalation valve and fcv characterization.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device code: 1183. Device evaluation: d10, h3, h6, h10. Results of investigation: the uim (user interface module) was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The uim was found to be operating properly.

Event description:
The customer reported that the touchscreen was inactive and would not respond. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Patient code: 3190. Device code: 2953. Device evaluation: d10, h3, h6, h10. Results of investigation: the gde (gas delivery engine) o2 blender assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue to be a loose flag. A loose flag can cause the device to fail o2 calibration and only provide the 68% fio2 reported.

Event description:
The customer reported that the blender was not working. The unit had continuously failed to monitor the fio2 (fraction of inspired oxygen) and the customer could not calibrate the blender. The blender was displaying the low fio2 error. It was reported that the customer had checked the o2 (oxygen) sensor, o2 sensor cable, air/o2 input, and the gde (gas delivery engine), but the device would still not work. An external analyzer was used to measure the o2. The analyzer was only measuring 68% fio2 with all the set % points. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 2645. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device code: 2953. Device evaluation: d10, h3, h6, h10. Results of investigation: the gde (gas delivery engine) was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. An additional issue was found where the ventilator was giving inaccurate volume readings. The root cause of this issue was isolated to a faulty expiratory xdcr (transducer) on the tca (transducer communication alarm) pcba (printed circuit board assembly).

Event description:
The customer reported that they were unable to register their new o2 (oxygen) cell above 21%. They had changed the o2 cell after the rt (respiratory therapist) stated that the ventilator wouldn¿t pass the est (extended system test). When the customer wiggled the o2 cell cable, the value dropped to 13%. When the customer replaced the o2 cell and o2 cell cable, there was no improvement in the fio2 readings (fraction of inspired oxygen); readings were still 13-20% on the monitor. There was no patient involvement at the time of the issue since the customer reported that the ventilator would not pass the est.

Event description:
The customer reported that the ventilator displayed the e21 error code. The customer reported that the battery was replaced, but the error still appeared. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Patient code: 3190. Device code: 2591. Device evaluation: d10, h3, h6, h10. Results of investigation: the power supply was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The power supply was only outputting 2 volts, which was below the required voltage. At this time, a definite root cause cannot be determined.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 2645 and device code: 2953. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device evaluation: d10, h3, h6, h10. Results of investigation: the oxygen blender assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the reported issue was isolated to a loose flag. A loose flag can cause the fio2 (fraction of inspired oxygen) to become stuck in one spot while ventilating and result in inaccurate fio2.

Event description:
The customer reported that the blender was delivering fio2 (fraction of inspired oxygen), which triggered the low fio2 banner and a failed o2 calibration. Due to the device failing calibration, this indicates that there was no patient involvement at the time of the issue.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Patient code: 3190. Device code: 2339. Device evaluation: d10, h3, h6, h10. Results of investigation: the oxygen blender assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the report issue could not be duplicated.

Event description:
The customer reported that the ventilator was giving 21% o2 when the o2 percentage was set to 100%. When measured with an external analyzer, the ventilator was confirmed to be giving the 21%. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Correction: f10 should be moved to h10 and changed to patient code: 3190 . Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device code: 1183. Device evaluation: d10, h3, h6, h10. Results of investigation: the uim (user interface module) control pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was determined to be a software anomaly that caused failure of the boot loader process at start-up.

Event description:
The customer reported a broken uim (user interface module) that had a dark/blank screen. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: a1, b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Patient code: 2199. Device code: 2339. Device evaluation: d10, h3, h6, h10. Results of investigation: the gde (gas delivery engine) regulatory relay was evaluated by carefusion¿s failure analysis laboratory. The reported issue could not be duplicated but the relay was found to be out of tolerance which could have caused the intermittent fio2 (fraction of inspired oxygen) inaccuracies.

Event description:
The customer reported noisy blender. At 21%, the blender would hum and once it was above 21% it seemed to lessen the noise level. At times, the blender had accurate fio2 (fraction of inspired oxygen), and sometimes not. The ventilator was on a patient when the issue occurred. The patient was placed on an alternate avea ventilator. There was no harm to the patient.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Corrected data: f10 should be moved to h10 and changed to patient code: 2199. Additional information: a1, b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device code: 1183. Device evaluation: d10, h3, h6, h10. Results of investigation: the uim (user interface module) control pcba (printed circuit board assembly) was sent to carefusion¿s failure analysis lab. An investigation was performed and the root cause was isolated to a corrupted boot loader.

Event description:
The customer reported that avea ventilator screen went blank during patient use. The customer reported that all the leds were lit around the screen. It was reported that there was no harm to the patient. The customer reported that the screen could not be accessed to check any other details.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Corrected data: f10 should be moved to h10 and changed to patient code: 2645 and device code: 2913. Additional information: a1, b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h10. Device evaluation: d10, h2, g4, h3, h6, h10 . Results of investigation: the tca (transducer communication alarm) pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause was isolated to defective expiratory and inspiratory pressure xdcrs.

Event description:
The customer reported that avea ventilator was being tested by the biomedical engineer onsite when they found that the ventilator was giving a constant extended high ppeak alarm accompanied with a circuit alarm. When the ventilator was checked, the xdcr (transducer) was found to be out of tolerance. When the xdcr was re-calibrated, the ventilator worked for a short time, but after a short time, the same alarms returned and the ventilator would not ventilate. No flow was found during the est (extended system test) and during normal operation. There was no patient involvement at the time of the reported issue.

Event description:
The customer reported that the avea ventilator alarmed vent inop (ventilator inoperable) during patient use. The rt (respiratory therapist) was in the room at the time the alarm went off and they switched the patient to another ventilator. There was no harm to the patient. The biomedical engineer onsite was unable to duplicate the reported issue; they had tested the ventilator for more than 24 hours. In addition, the ventilator was showing the incorrect date, which was corrected by resetting the date. Upon checking the event log, they found the following messages: invalid configuration heliox, improper shutdown efs, device not found. The occurrence dates of the errors are unknown due to the date being previously incorrect.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Corrected data: f10 should be moved to h10 and changed to patient code: 2199. Additional information: a1, b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h10. Device code: 2913 and 1663. Device evaluation: d10, h2, g4, h3, h6, h10. Results of investigation: the flow sensor assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The ventilator was able to run with no alarms present. The component was found to be functioning normally.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Corrected data: b3 and b4 should have been june 13, 2013. F10 should be moved to h10 and changed to patient code: 2645. Additional information: a1, b1, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h10. Device code: 2913. Device evaluation: d10, h2, g4, h3, h6, h10. Results of investigation: the gde (gas delivery engine) oxygen blender assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. When installed to a known working gde, the unit worked as intended. It should be noted that the gde was received without an esd (electro-static discharge) protection bag.

Event description:
The customer reported that the avea ventilator blender did not work. The solenoids were found to not be operating during the oxygen calibration or concentration selection. Due to the issue occurring during oxygen calibration, there was no patient involvement at the time of the reported issue.

Event description:
The customer reported that the fio2 (fraction of inspired oxygen) was out of specification. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Corrected data: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device code: 2339. Device evaluation: d10, h2, h3, h6, h10. Results of investigation: the gde (gas delivery engine) oxygen blender assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. Although the unit was within calibration, it does not properly correct the fio2 percentages.

Event description:
The customer reported that the avea ventilator blender was stuck at 65% fio2 (fraction of inspired oxygen) no matter the setting. At this time, it is unknown if there was any patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: cmp139555. Corrected data: f10 should be moved to h10 and changed to patient code: 3190 and device code: 2913. Additional information: b1, b3, b4, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g4, g5, h1, h2, h10. Device evaluation: d10, h3, h6, h10. Results of investigation: the gde (gas delivery engine) oxygen blender assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the root cause of the reported issue was determined to be a loose hub flag.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Corrected data: f10 should be moved to h10 and changed to device code: 2339. Additional information: b1, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h10. Patient code: 3190 . Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the gde (gas delivery engine) oxygen blender assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was isolated to the blender not being able to be brought within calibration.

Event description:
The customer reported that the avea ventilator was delivering fio2 (fraction of inspired oxygen) out of specification. The customer reported that they had balanced the blender regulators and gas xdcr (transducer) but the issue had not resolved. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Event description:
The customer reported that the screen on the avea ventilator is totally blank with no video but all of the led's are lit. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, b1, b3, b4, b5, d1, d2, d3, d4, d5, d8, d10, e1, e2, e3, e4, g1, g2, g3, g4, g5, h1, h5, h8, h10. This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Device evaluation: h3, h6, h10. Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a faulty control printed circuit board assembly. Corrected data: h6 - evaluation was performed prior to the asr submission so correct device evaluation should have been detailed through the results and conclusion code. This was identified on 09dec2016 and is the reason for this supplemental report.

Manufacturer narrative:
Additional information: a1, b1, b3, b4, b5, d1, d2, d3, d4, d5, d8, d10, e1, e2, e3, e4, g1, g2, g3, g4, g5, h1, h5, h8, h10. This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Device evaluation: h3, h6, h10. Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue could not be determined as the water trap assemblies were found to be physically damaged, so the cause of that damage is unknown.

Event description:
The customer reported that their avea ventilator was failing the extended systems test (est). There was no patient involvement associated with this event. The customer isolated the use to leaks within the disposable water trap filters.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Corrected data: f10 should be moved to h10 and changed to patient code: 2199. Additional information: a1, b1, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h10. Device code: 2953. Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the gde (gas delivery engine) oxygen blender assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the issue was isolated to the fact that the unit was out of calibration.

Event description:
The customer reported that when they set the fio2 (fraction of inspired oxygen) to 60% on the avea ventilator, the uim (user interface module) reading jumped to 100% on its own. The issue occurred during patient use but there was no harm to the patient. The customer reported that the high fio2 alarm had come on. They had an external analyzer that read 60%. The customer reported that they had changed the sensor and were unable to duplicate the reported issue and could not duplicate the reported issue when the old sensor was returned.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Corrected data: f10 should be moved to h10 and changed to patient code: 2645. Additional information: a1, b1, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h10. Patient code: 2591. Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the suspect flow sensor was returned to carefusion¿s failure analysis laboratory; however, no testing could be performed and no root cause could be determined.

Event description:
The customer reported that an ¿e27¿ error had suddenly occurred and they were unable to measure the flow. There was no patient involvement at the time of the reported issue. The reported issue was an out of box failure.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Corrected data: f10 should be moved to h10 and changed to patient code: 2645. Additional information: a1, b1, b3, b4, b5, d1, d2, d4, d5, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h5, h10. Device code: 1183. Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the front panel assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the cause of the reported issue was found to be direct application of liquid, water, or cleaning agent to the touchscreen surface. This causes moisture ingression between the front panel layer, creating a current leak path and touchscreen failure.

Event description:
The customer reported that the vela ventilator touchscreen display was dark on cycle on. Due to the issue being found during start up, there was no patient involvement.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: a1, b1, b5, d1, d2, d4, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h10. Patient code: 2645. Device code: 3010, 2913. Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the gde (gas delivery engine) was returned to carefusion's factory service. They isolated the issue to the power driver board. The power driver board was sent to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. Upon visual inspection, a damaged component was found. No further testing could be performed due to board damage.

Event description:
The customer reported that it was sometimes not possible to turn the unit off. When the device was switched back on, it was mechanically okay. There was no patient involvement at the time of the reported issue.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. See carefusion reference number #:(B)(4). Corrected data: f10 should be moved to h10 and changed to patient code: 2645. Additional information: a1, b1, b3, b4, b5, d1, d2, d4, d5, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h5, h7, h8, h9, h10. Device code: 1663. Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the gde (gas delivery engine) was returned to carefusion¿s factory service. They were able to duplicate the reported issue and isolated the issue to the tca (transducer communication alarm) pcba (printed circuit board assembly). The tca pcba was sent to carefusion¿s failure analysis laboratory. An investigation was performed and the cause of the reported issue was identified to be a faulty inspiratory pressure transducer on the tca pcba. The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported that during operation, the avea unit was displaying circuit occlusion and would not ventilate. There was no patient involvement at the time of the issue. The issue occurred during check off after the unit had passed the est (extended systems test). After replacing the expiratory sensor per technical supports guidance, the ventilator was still giving the occlusion alarm. After checking the event log, they found several extended high ppeak alarms coinciding with the reported occlusion alarms.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h5, h8, h10. Patient code: 3190. Device code: 1663. Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the (gas delivery engine) was returned to carefusion¿s factory service. The reported issue was duplicated and they isolated the issue to the tca (transducer communication alarm) pcba (printed circuit board assembly). The tca pcba was sent to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated in the laboratory setting.

Event description:
The customer reported that the avea ventilator was constantly auto-cycling before and after the installment of the new software by the remediation technician. Onsite, the exhalation valve and flow valve characterizations were performed and they both passed. In addition, transducer calibrations were performed the diaphragm was changed, but there was no change. The sensor and sensor o-rings were also replaced but the unit continued to auto-cycle. At this time, it is uncertain if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h5, h8, h10. Patient code: 3190. Device code: 1663. Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the uim (user interface module) was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The gde (gas delivery engine) was returned to carefusion¿s factory service department. They duplicated the issue and isolated the cause to the power driver board. The power driver board was sent to carefusion¿s failure analysis. An investigation was performed and they identified the cause of the reported issue to be a damaged inductor.

Event description:
The customer reported that the avea ventilator was inoperable. The following codes were found in the event log: tca (transducer communication alarm) ref (reference) fault, ifs (inspiratory flow sensor) ref fault, ifs data error, and ifs ad ref fault. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
Additional information: h10. This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Device evaluation: g4, h3, h6, h10. Results of investigation: the exhalation flow sensor assembly was returned to carefusion's failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated in the laboratory setting.

Manufacturer narrative:
Additional information: a1, b1, b3, b4, b5, d1, d2, d3, d4, d5, d8, d10, e1, e2, e3, e4, g1, g2, g3, g4, g5, h1, h5, h8, h10. This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Device evaluation: h3, h6, h10. Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was unable to be determined. The component was visually inspected and found to have the c818 capacitor missing which prevented the technician from proceeding with further testing due.

Event description:
The customer reported that the user interface module on their avea ventilator is blank upon power up. There is no patient involvement reported for this issue.

Event description:
The customer reported that during testing for the esophageal catheter, the ventilator can empty the balloon and inflate the balloon, but the problem is that after inflating the balloon, it stays inflated. The customer attempted set up on a different ventilator and the other ventilator operated properly with the same equipment so they suspect the device is the problem. There was no patient involvement associated with this issue.

Manufacturer narrative:
Additional information: a1, b1, b3, b4, b5, d1, d2, d3, d4, d5, d8, d10, e1, e2, e3, e4, g1, g2, g3, g4, g5, h1, h5, h8, h10. This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Device evaluation: h3, h6, h10. Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was identified as material fatigue of port a7 and solenoid valve 4 of the enhanced pressure monitoring board assembly.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Additional information: a1, b1, b3, b4, b5, d1, d2, d4, d5, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h5, h10. Patient code: 2645. Device code: 2591. The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported that upon inspection of the avea unit, they found the inspiratory pressure transducer at zero counts. There was no patient involvement at the time of the reported issue.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4). Corrected data: f10 should be moved to h10 and changed to patient code: 2645. Additional information: a1, b1, b3, b4, b5, d1, d2, d4, d5, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h5, h8, h10. Device code: 2913. Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the ifs (inspiratory flow sensor) assembly was sent to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated in the laboratory setting.

Event description:
The customer reported that there was a leak in the avea ventilator gde (gas delivery engine). There was no patient involvement at the time of the reported issue. The issue was found during pm (preventative maintenance).

Manufacturer narrative:
Additional information: h10. This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). The reported issue is related to an oxygen sensor, in which would have only affected monitored values of oxygen concentration, so this reported issue would be unlikely to cause harm or injury if it were to recur on a patient. Device evaluation: h3, h6, h10. Results of investigation: the carefusion failure analysis laboratory evaluated the oxygen sensor received. The reported issue was duplicated and the cause was identified as the product being past the life expectancy of the material. No further investigation is required.

Manufacturer narrative:
Additional information: a1, b1, b3, b4, b5, d1, d2, d3, d4, d5, d8, d10, e1, e2, e3, e4, g1, g2, g3, g4, g5, h1, h5, h8, h10. This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Device evaluation: h3, h6, h10. Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was determined to be caused by physical damage to the gas delivery engine as two ribbon cables were disconnected and the fitting at e4 on the gas delivery engine was broken. This is identified as physical damage to the product so no malfunction was present and this damage is unlikely to recur during patient use so it is unlikely to cause harm or injury to a patient.

Event description:
The customer reported that the ventilator alarmed "vent inop" immediately after performing the software upgrade to the device. The customer is requesting for assistance to help troubleshoot the reported issue. There was no patient involvement.

Manufacturer narrative:
Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, g1, g2, g3, g4, g5, h1, h5, h8, h10. This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Device evaluation: h3, h6, h10. Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue was unable to be determined because the device operated properly within specifications. No failure was detected.

Event description:
The customer reported that the fraction of inspired oxygen (fio2) setting is out of specification by 10%. They installed an external fio2 analyzer and confirmed the inaccuracy. The customer attempted calibrations but it did not resolve the reported issue. The customer did not provide any information regarding patient involvement, it is currently unknown.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4) corrected data: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h5, h8, h10. Device code: 2339. Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the gde (gas delivery engine) was returned to carefusion¿s factory service department. They isolated the issue to the oxygen blender assembly. The oxygen blender assembly was sent to carefusion¿s failure analysis laboratory. An investigation was performed and the cause of the reported issue was identified to be that the hub flag was pushed up against the motor of the blender. This causes the fio2 to become ¿stuck¿ in one spot when ventilating, resulting in the inaccurate fio2.

Event description:
The customer reported that the fio2 (fraction of inspired oxygen) percentage was always reading 100% on the avea unit monitor and the external analyzer. The percentage was not changing with the different fio2 settings. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Carefusion reference number #: (B)(4) corrected data: f10 should be moved to h10 and changed to patient code: 3190. Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d8, e1, e2, e3, e4, f10, g3, g5, h1, h2, h5, h8, h10. Device code: 2339. Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the gas delivery engine was returned to carefusion¿s factory service department. They were able to duplicate the reported issues. The oxygen blender and ifs (inspiratory flow sensor) assemblies were found to be faulty. The oxygen blender and ifs assemblies were sent to carefusion¿s failure analysis laboratory. An investigation was performed on the oxygen blender assembly but the reported fio2 issue could not be duplicated in the laboratory setting. No anomalies were found. An investigation was performed on the ifs assembly; however, the reported volume issue could not be duplicated in the laboratory setting. The ifs assembly operated as expected.

Event description:
The customer reported that the fio2 (fraction of inspired oxygen) values on this avea ventilator were fluctuating and could not be stabilized. In addition, it was noted that the volumes were going and up and down and were not consistent. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
Additional information: b1, b3, b4, b5, d1, d2, d4, d5, d7, d8, d10, e1, e2, e3, e4, g1, g2, g3, g4, g5, h1, h8, h10. This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Device evaluation: h3, h6, h10. Results of investigation: the carefusion failure analysis laboratory received the suspect exhalation valve for the vela ventilator. The reported issue was unable to be duplicated in the laboratory setting. The device underwent visual inspection and ventilation testing but the device operating properly without any failures detected so no root cause for the reported issue could be determined.

Event description:
The customer reported that the vela ventilator is auto triggering, with the tidal volume out of range. The customer has attempted exhalation valve calibrations but has been unable to resolve the reported issue. Patient involvement was not reported, it is currently unknown.

Manufacturer narrative:
Additional information: a1, b1, b3, b4, b5, d1, d2, d3, d4, d5, d8, d10, e1, e2, e3, e4, g1, g2, g3, g4, g5, h1, h5, h8, h10. This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Device evaluation: h3, h6, h10. Results of investigation: the carefusion failure analysis lab received the suspect exhalation valve and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue could not be determined as no failure was detected. The gas delivery engine (gde) is not available for evaluation so no further investigation can be performed and the reported issue with the gde can not be confirmed. If further information becomes available at a later time then a supplemental report will be submitted.

Event description:
The customer reported that the unit if failing the leak test during the extended systems test. The customer tested the unit and the flow output is only 2.1 liters per minute. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, b1, b3, b4, b5, d1, d2, d4, d5, d8, d10, e1, e2, e3, e4, g1, g2, g3, g4, g5, h1, h5, h8, h10. This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Device evaluation: h3, h6, h10. Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was identified to be that fuses f1 and f2 on the power supply were open, resulting in no output voltage from the power supply.

Event description:
The customer reported that while testing the ventilator, it does not run on ac power, only on battery power. The customer reported that the ac indicator does not show but instead shows that it is running off of batteries. There was no patient involvement.